Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) level readings of "high", specific value was not provided. Cause of high bg was not known. Customer performed a supply change to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.